Event description:
The zenith three piece device was initially placed in 04 with no endoleak presence noted during final angiogram. A follow-up examination noted the aneurysm sac had increased in size and that there was an endoleak of unknown origin. The implanting physician was no longer available to repair the leak, so the pt was referred to another physician initially believed that the leak was a type iii endoleak, but later decided that it was most likely a distal type I endoleak, although the origin was still unknown. 2 months later the physician placed two iliac leg grafts on each side, using a telescoping technique. The endoleak was resolved.